Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the wake button was unresponsive when attempting to activate the pump touchscreen. Customer was unable to program a bolus due to programmed screen time-out and the wake button could not be used to complete the task. Customer's blood glucose (bg) level was reported to be 500-600 mg/dl. Customer plugged pump into a power source and was able to access pump features. Customer delivered a correction bolus to treat elevated levels. During troubleshooting with tandem technical support, customer extended the pump screen timeout setting. Customer reported that max bolus setting was programmed too low. Customer indicated that the setting had also contributed to elevated bg levels. Tandem technical support successfully assisted customer with changing the max bolus setting.